Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) who was implanted with an implantable neurostimulator. It was reported that they were going to check the patient's back to see if they needed to charge it and noticed that stimulation was off and the battery was still at 80%. Patient representative did not know how to turn stimulation back on. Agent walked patient representative through turning stimulation on successfully. The troubleshooting steps that were taken on the call resolved the issue. Caller confirmed c was highlighted in green, and patient stated they could feel the stimulation.